Event description:
It was reported that there was an unacceptable rise in thresholds. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. It was also reported that the device experienced a por (power on reset). The device was later explanted and replaced based on the patient condition, which is very poor. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) ram chip memory error, with write to locked ram por (power on reset) noted on (B)(6) 2009.